Event description:
Caller alleged discrepant low inratio inr result to comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.2, lab inr: 3.4. Therapeutic range: 2.0 - 3.0. Testing performed within one (1) hour. Reportedly, the pt's hematocrit was 27% which was not in the validated range. Pt has a history of thalassemia trait which results in chronic anemia. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the MFR record for the lot did not uncover any non-conformance. Lot meets release spec. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the package insert (pi), inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. This could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.